Manufacturer narrative:
The field service engineer determined that a nipple fitting on pinch tubing was cracked when changing the pinch tube. Seals, pinch tubing, and the damaged tube joint were replaced. The customer ran calibration and controls. Controls recovered within range. Na.

Event description:
The initial reporter stated they received discrepant results for a total of seven patient samples tested on a cobas 6000 e 601 module. Results for the following assays were affected: the elecsys troponin t gen. 5 stat assay and the elecsys probnp ii stat immunoassay. The initial values were reported outside of the laboratory. The issue was noticed after controls failed. The samples were repeated and the repeat results were believed to be correct. Corrected reports were issued. The first patient sample initially resulted with a troponin t value of 8.85 pg/ml, which repeated as 17 pg/ml. The second patient sample initially resulted with a troponin t value of 112.0 pg/ml, which repeated as 153 pg/ml. The third patient sample initially resulted with a troponin t value of < 6.00 pg/ml accompanied by a data flag, which repeated as 10.2 pg/ml. The fourth patient sample initially resulted with a troponin t value of < 6.00 pg/ml accompanied by a data flag, which repeated as 8 pg/ml. The fifth patient sample initially resulted with a probnp value of 85.68 pg/ml, which repeated as 141 pg/ml. The sixth patient sample initially resulted with a probnp value of 55.21 pg/ml, which repeated as 102 pg/ml. The seventh patient sample initially resulted with a probnp value of 6154 pg/ml, which repeated as 8494 pg/ml. The troponin t reagent lot number was 45954600, with an expiration date of 31-jul-2021. The probnp reagent lot number was 43602702, with an expiration date of 31-mar-2021.

Manufacturer narrative:
Calibration and controls were acceptable. The investigation determined the service actions resolved the issue.